Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a sensor error 9 days after it was inserted into the abdomen. On 07/05/2024, the patient was found unconscious. Ems (emergency medical services) was called. Upon ems¿ arrival, the patient¿s bg (blood glucose) meter reading was 32 mg/dl and the patient¿s tandem insulin pump, as well as the patient¿s phone were showing ¿sensor error ¿ wait up to three hours¿. It was not specified how long the cgm (continuous glucose monitor) device had been in this state, or what the cgm device was doing prior to the patient losing unconsciousness. Ems treated the patient with unspecified medication (medication could not be recalled by the patient) and she was transported to the ER. At the ER, the patient¿s bg meter reading went up to 353 mg/dl, then dropped again to 60 mg/dl. At this point, she was given cookies and a drink as further treatment. Her bg meter reading then raised back up to 350 mg/dl. No cgm readings were provided for this event as the cgm was in a sensor error state. The patient¿s tandem pump was disconnected while in the ER. The patient was in the ER for approximately 7 hours before being discharged and was in good condition and feeling better at the time of the report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.